Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Manufacture date is unknown. On (B)(6) 2017, it was reported that the device was not working and it appears to have no power. On february 10, 2017, it was clarified that the issue occurred (B)(6) 2017 during surgery. The device did not respond when the switch was engaged. It never touched the donor therefore there was no adverse action or damage to the tissue. The harvested graft was usable due to the fact that the device was switched out for another one before the procedure started and there were no additional graft taken. The blade was placed properly for use and the dermacarrier was at room temperature during use. The device has not been repaired by anyone other than zimmer biomet and another device was used to complete the surgery. There was an extension or delay to the surgery of about 30 minutes while the device was replaced and the surgical technique for the product was utilized. It was also noted that there was no arm or injury to the operator. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was november 1, 2016 where it was reported that the device was sent in for preventative maintenance and the bearings, seal and retaining ring were replaced. This is not a related issue. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. Initial qa inspection of the electric dermatome on february 2, 2017 revealed that the motor did not run so the motor speed could not be measured and the calibration was not within specification. The calibration shaft and the control bar were both worn. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on february 2, 2017 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged control bar, and calibration shaft. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial the service technician found that the motor did not run, calibration was out of specification and both calibration and control bar was worn. The root cause of the reported event could not be specifically determined with the information that was provided. The issue was resolved with the replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, o-ring, damaged control bar, and calibration shaft. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete. Received; however, not yet evaluated

Event description:
It was initially reported that the device was not working and it appeared to have no power. Further details received (B)(6) 2017 explain that the device did not respond when the switch was engaged during surgery.